Manufacturer narrative:
Corrected data: the device was returned for evaluation, and the catalog and lot number were identified. The investigation results show that the postoperative plate fracture occurred through a fixing hole, so the reported event could be confirmed. The (measurable) dimensions of the returned screwhead are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 2. The postoperative plate fracture occurred through a fixing hole. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structure as well as the secondary cracks in the area of the breakage. The fracture surface was partially leveled due to friction with the counterpart. The non-destroyed fracture surface (rest) shows the appearance of a forced rupture. The fractographic investigation with sem shows a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. All relevant quality documents (manufacturing and inspection documents) have been reviewed. The device history record for article# (B)(4) and lot/batch code# 1000299333 indicates 32 devices were manufactured and accepted into final stock on 2018-may-07. No issues could be found in the manufacturing or inspection documents. To obtain more details about the complained event and the device under complaint (e.g. Lot number, post primary and pre-revision x-rays, any trauma that might explain the broken plate, patient compliant / following post-op instructions), the sales rep was contacted several times, but no further information could be provided. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
The customer reported that the maxilla facial plate broke post-operatively, and a revision surgery was performed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The customer reported that the maxilla facial plate broke post-operatively, and a revision surgery was performed.